Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis found that when the battery was connected to a known good ups and allowed to fully charge, the ups immediately shut down during load test. Battery would not hold charge. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery needed to be replaced. After replacement, the system passed a system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not holding charge. They left it plugged in overnight and it was losing power immediately after unplugging. This was reported outside of a case. There was no patient present.